Manufacturer narrative:
(B)(4). Additional information: "even though the valve setting was changed to 80mmh2o, both cerebral ventricle enlargement and reduction were observed to the patient." The valve was replaced with a new certas (828804) on (B)(6) 2020.

Event description:
N/a

Manufacturer narrative:
(B)(4). The valve was received for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected, scratch marks were noted in the silicone housing over the mechanism casing, as well as needle holes in the silicone over mechanism casing. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested: only leaked from the needle holes. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Event description:
N/a

Manufacturer narrative:
(B)(4). The valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A physician reported a patient with gait disorder and cerebral ventricle enlargement: the valve was implanted on (B)(6) 2020 via v-p shunt due to hydrocephalus after subarachnoid hemorrhage (sah). The initial setting is unknown. On (B)(6) 2020, the patient presented with gait disorder, and cerebral ventricle enlargement was observed by x-ray. The valve setting was decreased to 80mmh2o. At the time of this report, the valve is still implanted, and patient is being monitored.